Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check performed by customer, the cardiosave intra-aortic balloon pump (iabp) unit was masking a hissing noise, possible steam leak. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate and found that the muffler was missing/broken on the pneumatic assembly. The fse replaced the muffler and the unit passed all functional/safety testing. The unit was returned to the customer.

Event description:
N/a.